Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The official cause of death was from a diabetic coma. The caller reported the customer was hospitalized on (B)(6) 2015 prior to their passing. It was also reported the customer experienced a blood glucose of 1000 mg/dl before being hospitalized. The caller also reported the customer had a damaged retina as a diabetes complication. The customer's blood glucose was unknown at the time of death. It was also reported the customer used sensors, but it was unknown if the customer wore a sensor at the time of their passing. It was also unknown if the customer was wearing the insulin pump at the time of their death. The caller was also unable to confirm if the insulin pump was removed from the customer's body at the time of passing. The caller declined to return the insulin pump for analysis.